Event description:
The customer reported being disconnected from the insulin pump for a while and requested assistance with resetting the device. The blood glucose reading was 473mg/dl when she saw her doctor. During the call, the customer mentioned being in the hospital in (B)(6). The caller stated that she was admitted for an ulcer on her big toe, and her blood glucose went up over 700mg/dl while staying at the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.